Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and observed that the device doesn't turn on when the lid is opened. The root cause of the issues is isolated to the reed switch sw5. The customer received a replacement device. The customer's device was archived by stryker.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation, stryker observed that the device doesn't turn on when the lid is opened. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.